Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1013683 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: 1013683 , test base part number 190-430 / lot:1013683. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1013683 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported receiving a false positive result that occurred on or after (B)(6) 2021 while using the idnow covid-19 assay. Confirmation testing using geneexpert generated a negative result. Additional information is unavailable at this time.